Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Pending investigation.

Event description:
It was reported to resmed that sparks that looked like small flames were seen coming from an s8 autoset device when the device was used with a new socket. The prior day, the device stopped working after a fuse blew. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The s8 autoset device and power supply unit were returned to resmed for an investigation. There was no evidence of possible external flame. Visual inspection revealed cracked and loose ac appliance inlet solder pins. Based on all available evidence, the investigation determined that the reported complaint was due to fatigue of the ac appliance inlet solder pins. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that sparks that looked like small flames were seen coming from an s8 autoset device when the device was used with a new socket. The prior day, the device stopped working after a fuse blew. There was no patient harm or a serious injury reported as a result of this incident.